Manufacturer narrative:
UDI= (B)(4). The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a mini sling implant procedure on (B)(6) 2016. According to the complainant, during the procedure, the carrier would not deploy. It remained anchored in the delivery device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned solyx sis system revealed that there is blood residue on the mesh as well as on and inside one carrier. The mesh is stretched approximately 2.0 cm on one side near the carrier. The mesh assembly was returned with approximately 64 cm of suture attached to it. Analysis revealed no damage to the delivery device. There is blood residue on the delivery device and on and inside the clear tube of the delivery device. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that a solyx sis system was used during a mini sling implant procedure on (B)(6) 2016. According to the complainant, during the procedure, the carrier would not deploy. It remained anchored in the delivery device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.